Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's sister reported via phone call, the customer was hospitalized for diabetic ketoacidosis and heart attack. Customer's blood glucose was over 600 mg/dl, they admitted him and they administered insulin with the insulin pump but the customer's blood glucose wouldn't go down. Customer had a stomach ache and was vomiting. Customer was treated with device, insulin shots, and insulin drip. Customer's blood glucose was over 800 mg/dl. Troubleshooting was performed and the insulin pump passed the high pressure test. Customer's sister is not returning the device for analysis.